Event description:
An ekos lysus infusion catheter was placed in the patient. Four hours later, the ultrasonic core had failed. The patient was returned to interventional radiology where the catheter was successfully removed and replaced with a new device.